Manufacturer narrative:
The user facility noted that the wire in the catheter of the device kept coming out from the side of the housing. The customer will be issued a replacement product. The three devices that did not deploy were discarded and the devices were not returned for investigation. Without the return of the complaint device, the complaint cannot be confirmed, and the exact cause of the reported event could not be determined. The instructions for use (IFU 731119) also contains the following instructions: "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. This device is compatible with an endoscope that has an accessory channel of 2.8mm or greater. Prior to clinical use, you should familiarize yourself with the advance® capsule endoscope delivery device. Open the larger poly bag, remove the paper tape restraint from the coiled device, and gently uncoil the catheter assembly. Remove the small capsule cup bag by sliding it over the end of the catheter. Hold the proximal end in one hand and the distal sheath in the opposite hand, and drape in a "u" shape. Open and close the finger rings on the handle two (2) times to make sure it moves smoothly. (Moving the finger rings away from the thumb ring is open, moving the finger rings towards the thumb ring is closed). Observe that the deployment cable moves in and out. Note: the finger rings do not advance the full length of the handle shaft. If this unit does not function properly, do not use this product and please contact your local product specialist. Place the scope in a straight position prior to inserting the advance® capsule endoscope delivery device catheter. Hold the finger rings on the advance® device handle in a closed position to ensure that the deployment cable is maintained within the catheter. Pass the catheter through the endoscope's accessory channel using short strokes (1" -1.5" length is recommended to avoid sheath kinking). Observe that the catheter assembly exits the distal end of the endoscope. Remove capsule cup from the small bag. Hold the white portion of the capsule cup between thumb and forefinger, with clear end facing out. Attach the clear end of the capsule cup onto the threaded end of the catheter by turning the capsule cup in a clockwise direction. Tighten capsule cup until it stops and the catheter begins to turn. Pull gently on the capsule cup to confirm proper connection." A complaint review confirmed this to be isolated for the lots subject of the event. A steris product specialist will offer in-service training on the proper use and operation of the advance endoscope capsule delivery device. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that their technician could not get the pill cam to deploy from their advance endoscope capsule delivery device. The procedure was completed successfully with the use of a fourth device. No report of injury.